Manufacturer narrative:
The insulin pump had intermittent esc and act button response due to unlocked j2 connector on lcd board. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor (gold). All operating currents are within the specification, no unexpected low battery, weak battery or off no power alarm noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. CT.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 213 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.